Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, due to mesh erosion, the device was removed on (B)(6) 2010. All other information is unknown and unavailable.